Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was unable to reproduce the reported event as the qa scope was able to be translated towards the distal and back to the proximal end without any resistances. The cause of the reported event was unable to be determined. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 24c11370/290 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backwards (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backwards in concert with the movement of the aquabeam scope. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. While supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, difficulty was experienced while attempting to insert the aquabeam scope into the aquabeam handpiece. As a result, a second handpiece unit was used to complete the procedure successfully. The event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.